Event description:
A peritoneal dialysis patient reported that when he opened the cassette door, he noticed fluid had leaked underneath the cycler and inside maybe a little damp but he is unable to determine cause of leak. There is no report of patient ill effect. There is no sample available for evaluation.

Manufacturer narrative:
There is no sample available for evaluation.